Event description:
Evaluation revealed that the force sensor pins were partially dislodged.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the force sensor pins were partially dislodged. The pump was primed and exercised with no alarms occurring. Review of the pump history revealed loss of prime alarms associated with zero force that were not duplicated during evaluation.